Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy (pnp) was observed. The pnp did not recover. The case was completed with cryo. No further patient complications were observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.